Event description:
It was reported that the catheter caught on the stent and there was resistance on the catheter. The guidant retrieval device was exchanged for another company's retrieval device. The accunet was then successfully removed.